Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, asystole and bradycardia was noted on telemetry with no pacing spikes.  The current electrograms (egm) showed possible on-going ventricular arrhythmia.  The patient was not symptomatic.  The crt-d and rv lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4675 lead implanted: (B)(6)2020; 7741 lead implanted: (B)(6)2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the asystole and bradycardia were determined to not be related to a product performance issue and it was noted that the patient was cardioverted.